Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 23cm distal to the is-1 connector pin. All fragments were received for analysis. The visual inspection showed abrasion marks along the lead body. In particular, approximately 20cm distal to the is-1 connector pin the inspection revealed a rubbed through insulation. In this region the coating of the conductor cable to the shock coil was damaged. These findings can be considered the root cause of the clinical observation. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state due to constant friction against another implantable device such as a generator. Furthermore, deformations of the shock coil and the fixation helix and several cuts in the insulation were found which resulted most likely from the extraction procedure. In addition, the dc resistances of the conductor fragments were investigated. No peculiarities were found. The manufacturing process for this lead was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to shock impedance under 25 ohms. No adverse patient events were reported. Should additional information become available, this file will be updated.